Manufacturer narrative:
D9: return date: 18-apr-2024. H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the haptic broken, deformed and bent with residue on the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6 vticmo_12.6; -14.0/1.5/055 (sphere/cylinder/axis) implantable collamer lens into the patients left eye (os) on (B)(6)2024. The lens was reported as having excessive vaulting . Cause of the event was unknown. On (B)(6) 2024 the lens was replaced with a same length different diopter lens. This resolved the problem. Reportedly, change the direction of crystal implantation from horizontal to vertical.

Manufacturer narrative:
H6: 1494: off-label; acd<3.00 and age<21 years old at the time of implantation. Claim# (B)(4).